Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external device was displaying ¿replace generator soon message¿. It was confirmed that the ipg reached end of life. It is it is unknown if the elective replacement indicator (eri) message was triggered and patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
Patient weight" has been updated.